Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 38-48mm in length, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified 2.5-3.0mm in diameter left circumflex and right coronary arteries. The lesion contained greater than 45 and less than 90 degrees bend. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. However, as the device was removed, the distal part of the stent itself was found deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.